Event description:
Event description: nasal bridle device found in esophagus approx 4 days after placement during egd procedure for peg tube placement.

Manufacturer narrative:
This report was found in the maude database on (B)(6)-2015, the user facility is unknown, and amt has not received any direct information. The device was not returned for inspection, so an analysis of the device could not be performed. Based on a review of the limited available information, this is not a reportable event per 21 cfr. There was no death or serious injury, as defined by the FDA. This was not life-threatening nor did this result in permanent impairment. The lot number was not provided, so a DHR review could not be completed and the device was not returned to amt for analysis. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned complaint number (B)(4) to this report.